Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that the patient exhibited chest discomfort and when evaluated there was no capture in both bipolar and unipolar, and changes in sensing. CT scan confirmed the right ventricular (rv) lead had a slight penetration. Patient underwent surgery to reposition the lead. Capture and sensing back to normal after reposition. No additional adverse effects were reported.